Event description:
A user facility reported that an internal dialyzer blood leak occurred within one minute after the start of a patient¿s hemodialysis treatment. It was reported that no blood streaks were observed and red fluid was observed within the dialyzer. The non-fresenius machine, a gambro phoenix, alarmed appropriately with a blood leak alert. Blood leak test strips were not used. No further damage and/or defects were noted. Non-fresenius bloodlines were being utilized for the treatment and the patient¿s blood was not returned. The estimated blood loss (ebl) was reportedly 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was reported to be no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak (no sample). There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported that an internal dialyzer blood leak occurred within one minute after the start of a patient¿s hemodialysis treatment. It was reported that no blood streaks were observed and red fluid was observed within the dialyzer. The non-fresenius machine, a gambro phoenix, alarmed appropriately with a blood leak alert. Blood leak test strips were not used. No further damage and/or defects were noted. Non-fresenius bloodlines were being utilized for the treatment and the patient¿s blood was not returned. The estimated blood loss (ebl) was reportedly 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was reported to be no longer available to be returned for manufacturer evaluation.

Event description:
A voluntary medwatch mw5110760 was received that reported an internal dialyzer blood leak occurred within one minute after the start of a patient¿s hemodialysis treatment. It was reported that no blood streaks were observed and red fluid was observed within the dialyzer. The non-fresenius machine, a gambro phoenix, alarmed appropriately with a blood leak alert. Blood leak test strips were not used. No further damage and/or defects were noted. Non-fresenius bloodlines were being utilized for the treatment and the patient¿s blood was not returned. The estimated blood loss (ebl) was reportedly 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was reported to be no longer available to be returned for manufacturer evaluation.